Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16883. It was reported that the leads had been cut off knowingly during an unrelated back surgery, a year back. As a result, to address the issue, surgical intervention took place wherein the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.